Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 4.00mm to 5.50mm x 70mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion were crossed with a non-bsc guide catheter and guidewire, pre-dilatation was performed with 2.50 x 15 and 3.50 x 15 mm emerge balloon catheter. Following pre-dilatation, a 4.00 x 48 synergy ii drug-eluting stent was advanced but could not be delivered. After the stent was removed, it was noticed that the distal struts were flared. The lesion was further prepared by dilating using a 4.00 x 12 nc emerge balloon catheter and the procedure was completed by stenting the lad to the lm with a synergy 3.50 x 48 and synergy 4.00 x 28 followed by post dilatation with an nc emerge 5.50 x 8. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 48mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in various locations were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 4.00mm to 5.50mm x 70mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion were crossed with a non-bsc guide catheter and guidewire, pre-dilatation was performed with 2.50 x 15 and 3.50 x 15 mm emerge balloon catheter. Following pre-dilatation, a 4.00 x 48 synergy ii drug-eluting stent was advanced but could not be delivered. After the stent was removed, it was noticed that the distal struts were flared. The lesion was further prepared by dilating using a 4.00 x 12 nc emerge balloon catheter and the procedure was completed by stenting the lad to the lm with a synergy 3.50 x 48 and synergy 4.00 x 28 followed by post dilatation with an nc emerge 5.50 x 8. There were no patient complications nor injuries reported and the patient status was stable.